Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing. It is suspected the lead may have a fracture or insulation break. The physician performed surgical intervention to replace the rv lead and as other rv was abandoned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.